Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented to a follow-up in clinic with their right ventricular lead exhibiting lead noise. Noise was unable to be reproduced. No intervention was performed and patient will continue to be monitored. Patient was stable after the event.